Event description:
The account alleged the scale on the total care bed was weighing about 20 pounds off; therefore they were treating the patient incorrectly. There was no injury related to this event.

Manufacturer narrative:
The hill-rom field technician tested the scale and it functioned properly. The ICU manager stated the weight differences were from shift to shift and she was not sure if the night shift staff were lifting hoses and lines while weighing the patient.